Manufacturer narrative:
Insulin pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump frequently alarms no delivery and air bubbles were noticeable in the tubing. High pressure test was performed and did not pass. Customer stated that the alarm was persistent. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.